Manufacturer narrative:
E1: initial reporter address 1: (B)(6)

Event description:
It was reported that balloon rupture occurred. The chronic totally occluded target lesion was located in the mildly tortuous and severely calcified anterior tibial artery. After a victory guidewire passed the lesion, a 1.5mm x 20mm x 142cm coyote es balloon catheter was advanced for dilatation. However, during the first inflation at 1 atmosphere for 2-3 seconds, the balloon ruptured. The device was removed without any difficulties, and the procedure was completed with another of the same device. There were no patient complications or injuries reported.

Event description:
It was reported that contrast came out of the balloon, during inflation. The chronic totally occluded target lesion was located in the mildly tortuous and severely calcified anterior tibial artery. After a victory guidewire passed the lesion, a 1.5mm x 20mm x 142cm coyote es balloon catheter was advanced for dilatation. However, during the first inflation at 1 atmosphere for 2-3 seconds, the contrast came out of the balloon. The device was removed without any difficulties, and the procedure was completed with another of the same device. There were no patient complications or injuries reported.

Manufacturer narrative:
E1: initial reporter address1: (B)(6). Device evaluated by MFR. Returned product consisted of a coyote es balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a pinhole 14mm from the tip. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed there is a pinhole in the balloon.